Event description:
Notes from the h & p:.."because of severe stress incontinence, the patient underwent an artificial sphincter 4 years ago. He did beautifully until fairly recently and all of the sudden he abruptly developed leakage. Workup in the office showed the device is no longer coapting and I suspect he most likely has a cuff leak. He underwent a cystoscopy last month, and this really showed that indeed his cuff did not coapt anymore than maybe 10%. There was no evidence of any erosion. Otherwise, there was an open anastomosis. He comes in now for revision of the sphincter." Notes from the op note: "the pump, although it did not fill with fluid normally, did not have any leaks. I then traced the tubing to the reservoir and delivered the reservoir. The reservoir only had a ml or 2 of fluid in it. Although there was not a leak in it, clearly there was a leak somewhere in the system. I then removed all the components except for the tubing going to the cuff. I then went perineally and dissected right down to the cuff, which was then exposed. I exposed the cuff and used the lonestar for exposure. I then removed the cuff. To verify this was the side of the leak, I injected the tubing with fluid and there was a clearcut leak that had developed in the cuff were fluid would leak out when I injected fluid under pressure through the cuff. Obviously this was therefore a cuff leak. At this point, all the components were removed."